Event description:
It was reported that "where the cartridge connects to pump looks melted and cartridges fail and are blocked often". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.